Event description:
It was reported that the pump experienced a malfunction. The customer's blood glucose level reached 460 mg/dl due to the issue. The customer reverted to an alternate method of insulin therapy.